Event description:
It was reported that the patient developed an infection with appearance of redness around their implant pocket. The right ventricular (rv) lead was removed successfully. The patient¿s condition was stable. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".